Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. X-ray, electrical and visual analyses were normal with no anomalies found. The s-curve hump height was measured within specifications.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead exhibited high pacing impedance. The lead was not used and was replaced during procedure on (B)(6) 2023. There were no patient consequences.